Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received from medtronic indicated that the insulin pump had a pump error alarm. Customer reported that pump and meter were not connecting, then had pump alarm and turned off. Customer was able to clear the alarm but unable to rewind pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.